Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump hadn't alarmed when the infusion was complete. They stated that they set up tpn infusion for twelve hours to run overnight, and that in the morning the bag was empty, but the pump didn't alarm infusion complete. Mmdg did follow up with the initial reporter, who stated that they did want to provide any additional information. No patient harm was reported. Complaint-(B)(4).